Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ yeast ID, a patient isolate was misidentified as cryptococcus neoformans. The bacterial culture and gram stain did not match the morphology for the results given. The result was verified using the maldi, giving the result candida pseudohaemulonii. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for misidentification of candida pseudohaemulonii as cryptococcus neoformans when using phoenix panel yeast ID (catalog number 448316) batch number 3241307. The customer did not provide isolate returns or panel returns but provided phoenix generated lab reports and photos for the investigation. The photos show the panel carton with batch number present and growth on an agar plate. The lab reports show identifications of c. Neoformans when using the complaint batch. It is to be noted that bd phoenix does not have identification claims for c. Pseudohaemulonii. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ yeast ID, a patient isolate was misidentified as cryptococcus neoformans. The bacterial culture and gram stain did not match the morphology for the results given. The result was verified using the maldi, giving the result candida pseudohaemulonii. No health impact or consequence reported.